Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose level was 241 mg/dl. Customer corrected the time to resolve the issue. In addition, it was reported that a resume pump alarm occurred. Customer could not confirm why insulin delivery was stopped. Customer resumed insulin delivery and continued using the pump.